Event description:
It was reported that a patient with a 21mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 10 years, 6 months due to stenosis. There is no investigational evidence suggesting that the surgical valve failed prematurely.

Manufacturer narrative:
Updated b5 per new information received. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 21mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 10 years, 6 months due to stenosis.